Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 460mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high-pressure test and passed. It was reported that the insulin pump alarmed motor error during testing. However, the displacement test passed. No further info was provided. Info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.